Manufacturer narrative:
A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.

Event description:
A report was received that the pt was scheduled to have a lead revision due to lead migration. The pt requested that he be explanted because he did not feel his devices were working properly. The physician was not able to confirm that the devices were working properly due to the pt having some high impedance contacts.